Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to begin therapy, and the arctic sun device would not flow. They were getting low flow (02) and patient line open (01) alerts. Flow rate (fr) was 0lpm. Tried to start therapy again. Guided to system diagnostics showed that the system hours were 6,293, pump hours were 5,394, inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Disconnected and reconnected using proper technique and ensured tubing straight or unobstructed. Device again primed and stopped. New pads in use. Suggested to try to locate another device and could test the pads using a new device.

Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. They were getting low flow (02) and patient line open (01) alerts. Flow rate (fr) was 0lpm. Tried to start therapy again. Guided to system diagnostics showed that the system hours were 6,293, pump hours were 5,394, inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0 lpm. Disconnected and reconnected using proper technique and ensured tubing straight or unobstructed. Device again primed and stopped. New pads in use. Suggested to try to locate another device and could test the pads using a new device. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to begin therapy, and the arctic sun device would not flow. They were getting low flow (02) and patient line open (01) alerts. Flow rate (fr) was 0lpm. Tried to start therapy again. Guided to system diagnostics showed that the system hours were 6,293, pump hours were 5,394, inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Disconnected and reconnected using proper technique and ensured tubing straight or unobstructed. Device again primed and stopped. New pads in use. Suggested to try to locate another device and could test the pads using a new device.